Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the permanent cautery hook (pch) cautery was not working and then broke off inside the patient. The fragment was retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. .

Manufacturer narrative:
Device evaluation: the permanent cautery hook (pch) instrument has been returned for failure analysis evaluation. The instrument was found to have a broken hook that is completely detached from the monopolar yaw pulley. The broken piece was returned with the instrument. Components adjacent to this broken hook do not show damage.